Event description:
Patient stated that since (B)(6) 2019 seven (7) v-go' fell approximately after 4-5 hours in place. Patient started using v-go in the abdomen now he has it near the knee. Patient placed some extra adhesive tape in the area to try to keep the v-go in place. Patient reported no excessive movements while using the vg-o's but patient sweats a lot due to high temperatures.